Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were occasionally hyper-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/03/2014 - device evaluation:the pump has been returned and evaluated by product analysis 12/19/2013 with the following findings:the keypad was found to be fully intact; no damage was observed. During testing, the up arrow, down arrow and ok keypad buttons were intermittently unresponsive; the contrast button responded appropriately. No buttons were hyper-responsive. The keypad cover was removed and the ok button contact was found to be inverted. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked extending from the threads to the case seal. Also unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.